Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Some initial reporter information was unavailable. A medtronic representative tested and serviced the equipment. The system's computer was replaced. The navigation system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that a medtronic representative (rep) was unable to load the disk onto the navigation system. This issue occurred pre-operatively. When the rep tried to load the disk, the green operational light would come on and then the disk drive would turn off and stop spinning. The rep ejected the disk and tried again to load it, but he got the same results. The rep then retrieved another medtronic navigation system to perform the case. It was noted that the surgeon was aware of the issue. There was no delay to the case due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
A second computer was sent back and analyzed. No failure was found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis results became available for the computer that was returned. During testing the computer booted normally to the application screen. The analyst was able to load the phantom head exam in the ear, nose & throat (ent) program. However, the seatools long test found that there were 2 bad sectors, and another test found that there were 2 bad sectors and 5 sectors reallocated. It was suspected that the reported issue was caused by bad sectors. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated facility information.